Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that it would not remain powered on and, as a result, would not be able to charge and shock if it were necessary.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control confirmed that the internal hybrid layer capacitor (hlc) batteries had depleted which prevented the device from staying powered on; however, after performing long-term testing on the device, further component level cause could not be determined.